Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin remote indicated non-sustained rv oversensing. It was recommended bringing the patient to the clinic to see if the noise could be reproduced with isometric maneuvers. The physician was aware that the implanted but redundant riata lead was very closely positioned to the active durata lead. Patient remains stable. Later new information noted that the patient has not yet presented to the clinic.